Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Concomitant devices reported: unknown connecting screw, sleeve & blade, lot number's unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part#: 03.037.014, lot#: 9861110, manufacturing location: (B)(6), manufacturing date: 12.apr.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfn-advanced proximal femoral nailing system (tfna) procedure for a trochanteric fracture that a 125 degree aiming arm and a nail misaligned not allowing the blade to go in all the way. The surgeon decided to then use another aiming arm and another nail and was able to complete the procedure successfully using the same blade. The reporter noted that there appears to be damage to the insertion handle since the surgeon was hitting the handle fairly hard. There was a 45 minute surgical delay and patient status was reported as "good". The reporter noted that additional parts were damage during the procedure. A hybrid insertion handle was damage - malfunction unknown, a guide sleeve and a buttress compression nut are both stuck together and can't be separated, a coupling screw has a pin wrench stuck inside of it, and the inserter was also somehow damage - malfunction unknown. Reporter confirmed all parts were used during the procedure. Concomitant devices reported: unknown connecting screw (part# unknown, lot# unknown, quantity (B)(4)), unknown protection sleeve (part# unknown, lot# unknown, quantity (B)(4)), unknown blade (part# unknown, lot# unknown, quantity (B)(4)). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(Added device code based upon investigation). Product investigation summary: a visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint of misalignment for the aiming arm, radiolucent insertion handle, and nail could not be confirmed as the complaint condition could not be replicated; however, the aiming arm was visibly damaged and chipped. The complaint against the hybrid insertion handle could not be confirmed as there were no identifiable signs of damage. The complaints for the stuck devices were able to be isolated to the guide sleeve and the pin gauge as the buttress compression nut and coupling screw were returned in good and functional conditions. The complaint against the helical blade inserter was able to be confirmed as the shaft was received dented. All returned devices are part of the trochanteric fixation nail ¿ advance (tfna) system. The complaint condition of misalignment could not be replicated or confirmed as the inserter and coupling screw lined up with the helical blade/screw hole of the nail. The three parts were visually inspected and no visible signs of damage could be seen on the handle or the nail; however, the aiming arm was severely damaged and chipped. Impact marks could be found along one side (where the guide sleeve is inserted) as well as around the hole for distal locking. Although the details of the events leading to this damage were not verified, the damage is consistent with hammer marks that most likely occurred as the surgeon attempted to manually align the helical blade. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Corrected data: MFR name, city, and state, MFR. Contact info. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.